Manufacturer narrative:
Correction: manufacturing date.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout is performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), a trackable blade was plugged into axiem box while registering and the system became unresponsive. Representative backed up to previous screen and when proceeded into registration, the previous registration data was lost. Site re-registered the patient and completed the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.